Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the power cord of a mr850 respiratory heated humidifier was found damaged with exposed wires. There was no patient involvement.

Event description:
A healthcare facility in new york reported that the power cord of a mr850 respiratory heated humidifier was found damaged with exposed wires. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier power cord was returned to fisher & paykel healthcare in new zealand for investigation, where it was visually inspected. Results: visual inspection of the returned power cord revealed that the power cord insulation was damaged with exposed copper wires. Conclusion: we are unable to determine the cause of the observed damage. However, it is likely due to physical damage. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected. All mr850 units are visually inspected for damaged power cords before release for distribution. This suggests that the damage occurred after it had been distributed. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is compliant with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.